Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results within 10 minutes: 14.? Mmol/l and 7.? Mmol/l. No adverse event reported. No remaining strips were not available; therefore, no product could be requested to be returned for product evaluation.